Manufacturer narrative:
H3 other text : device evaluated by third party service center..

Event description:
The manufacturer received information regarding an everflo oxygen concentrator. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. During evaluation, it was found that pca was burnt. The device's pca rohs everflo w lcd int ox needs to be replaced to address the issue.